Manufacturer narrative:
(B)(4). It was reported that the cause of the patient's death was due to vascular vein disease, therefore the homechoice device is no longer considered suspect in this death. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was not reported if the patient was hospitalized prior to death. It was reported that pd therapy was ongoing, but it was not reported if the patient was performing pd therapy at the time of death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.